Event description:
Litigation papers allege: patient experienced severe pain, discomfort, and inflammation in the leg, a popping and clicking sound in the hip; the sensation that the implant is unstable and will give out; inability to walk moderate or long distances; inability to sleep on patient's side without severe pain; inability to sit for moderate to long periods of time; metallosis; cobalt-chromium metal toxicity; infection; and other complications. Patient will likely undergo revision surgery.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, metal wear and metallosis. It was also indicated in the ppf that cup, liner, head and stem were revised. Added dor, account name, law firm, patient harms and ip details.